Manufacturer narrative:
If implanted, give date: not applicable as the iol was partially inserted, then replaced within the same procedure. If explanted; give date: not applicable as the iol was partially inserted, then replaced within the same procedure. The device has not returned for evaluation. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information, but the customer did not provide it. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that an eyhance cartridge was defective as the intraocular lens (iol) would not advance. Eventually the cartridge split open. A backup eyhance iol was successfully implanted. Through follow-up the doctor explained that the injector made a "clicking" sound as the dial was turned and the lens was being advanced into the eye. As the lens approached the outlet of the cartridge, the cartridge broke at its tip. This was withdrawn from the eye without any injury. No further information was provided.